Event description:
Reportedly, after the second firing of the device, as the instrument's jaws were opened, a piece of the reload and instrument at the connection point disengaged into the pt cavity. Therefore, the procedure was converted to an open procedure to retrieve the disengaged pieces and complete the case. Procedure: lavh. Pt status: no pt injury reported.